Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 5 cm abdominal aortic aneurysm. Vessel morphology at the fine of implant is unknown. Currently, the aneurysm is 5.8 cm. The aortic neck has expanded in diameter from 19.7 mm to 23 mm and the diameter of the aorta 15 mm below the renal arteries has changed from 23 mm to 29 mm. It was reported approximately 60 month post stent graft implantation, the CT demonstrated stent graft migration with no evidence of an endoleak. The cause of the migration may be contributed to the inadequate proximal fixation, per the repairing physician. The physician elected to implant another manufacturer's aortic cuff and performed a femoral to femoral bypass. The patient was reported to be fine and no additional clinical sequelae have been reported.